Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two months post implant that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted and not replaced. No further patient complications have been reported as a result of this event.